Manufacturer narrative:
DHR: we reviewed the DHR for this (B)(6) / patient ID# (B)(6)/ site ID# (B)(4), qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (templates) were packaged by the first shift by auto bag-and-box operation on august 07, 2025, in manufacturing supercell sc1, equipment pua-08. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing of this (B)(6). Raw material: part-501019 / lot# 265601 / qty. Received = (B)(4) rolls, inspection date: july 15, 2025. The material was found acceptable for use in the suresmile product's manufacture. Photo investigation the allergic reaction checklist does not indicate that the patient suffers from allergic reactions. The patient reports symptoms (gum itching, nausea, vomiting). According to the information provided, no product reaction tests were performed. No evidence was provided of the devices used during the patient¿s treatment, nor any evidence of reactions to the components or materials of the device used during the manufacturing process. Received device we received the return of 32 devices (30 aligners and 2 templates) corresponding to sales order (B)(6), patient ID: (B)(6). We reviewed the stage 1 aligners (u1 sn: (B)(6) and l1 sn: (B)(6), and no out-of-specification conditions were observed on the trays. The aligners meet the quality criteria specified in (B)(4) final quality control and aligner washing, visual defect detection.

Event description:
In this event it is reported that a patient experienced an allergic reaction to the use of suresmile retainer. They experienced an itchy feeling and nausea that caused them to vomit.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.